Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient could feel their ins "buzzing" and stated the ins was warm. The patient first started feeling it this morning. The patient has been around their cell phone and computer all day but no significant emi was noted.